Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead impedances were too high. The rv lead was reprogrammed and an additional revision was scheduled.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rv lead impedance warning and a superior vena cava (svc) lead impedance warning. It was noted that a lead revision was planned and the rv lead remains in use. No patient complications have been reported as a result of this event.